Manufacturer narrative:
G4: premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3.0mm x 150mm x 150cm coyote was advanced for dilation. During the first inflation at 14 atmospheres for 6 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient adverse event was reported, and the patient condition was good post-procedure.